Manufacturer narrative:
(B)(4). Physio-control determined the cause of the current leakage to be a capacitor, designator c14. A replacement device was provided to the customer.

Event description:
During a regular inspection, it was reported that the device had the charge-pak (internal battery charger) and attention icons illuminated. The two icons remained even after installation of two charge-pak's. There was no report of pt involvement associated with the event. Physio-control evaluated the device and found an excessive current leakage that depleted the internal hlc batteries. The device was unable to provide defibrillation therapy in the received condition.